Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0xe9t, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead.

Event description:
The manufacturer representative reported that the patient's implantable neurostimulator (ins) and lead areas were infected and the patient had drainage. A revision was being done due to the suspected infection. The patient had discharge at the ins site prior to the revision and when they got in there, there was infection at the pocket site which they did aerobic and anaerobic testing on. A keloid was found at the lead site and the lead had fallen out of position. The health care provider (hcp) was present for the full explant of the system, but didn't actually perform the procedure. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.